Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. H10: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a potential thrombus. Log files were sent for review. The pump parameters trending in the graph were suspect of being thrombus related. The patient underwent an exchange from heartmate ii to heartmate 3 due to pump thrombosis on (B)(6) 2026.